Event description:
The reporter indicated that a 12.1mm micl 12.1 implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Narrow vault and patient needed ce (cataract extraction) od due to contact with icl. Forming cataract. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: health impact:(B)(4) - cataract extraction investigation type (B)(4): lens work order search- no similar complaint event(s) within associated lots were found. Claim#:(B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.1mm micl 12.1-7.00 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Narrow vault and patient needed ce (cataract extraction) od due to contact with icl forming cataracts. Glares and halos and blurred vision reported. The lens was removed on 14-nov-2022. Problem resolved. Cause was reported as device. Panoptix and iol implantation in place. Yag cap scheduled. Claim#(B)(4).

Manufacturer narrative:
Corrected data: d6b: lens explanted (B)(6) 2022. H6: 1494- acd<3.00, age >45 at time of implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6a: should be corrected to (B)(6) 2020. Claim# (B)(4).